Event description:
In 2005, a pt fell while being raised in a viking m pt lift/hoist. According to the facility, the pt was being lifted from a wheelchair when the sling hanger bar's adapter broke. This caused the pt to fall approx 3 inches back into the wheelchair. The pt reportedly was not injured. The equipment was taken out of service until inspected by liko's local distributor three days later. Upon inspection it was observed that the sling hanger bar's adapter had been removed. This unapproved component removal led to unsafe side load forces upon the hanger bar's center bolt, which broke during the lift. It is the position of liko inc. That if the adapter had not been removed the equipment would not have broken.